Event description:
Pt received 2 burns on upper anterior chest from ECG monitor; 4 leads were in place. Connections were padded. None of the leads were crossed. Main wire was sandwiched between 2 long pads and secured at foot of bed. Pt arms were restrained to ant abdomen and padded on both sides of scanner bore. Pt was very diaphoretic. Leads may have tented causing radio frequency burns. These were full-thickness burns. Pt was anesthesized at the time.